Event description:
It was reported that during an unknown procedure, part of the white tissue pad fell off during the procedure. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad damaged, melted, and a small portion was not returned. In addition, the device was returned with the blade damaged. The device was then functionally tested on the gen11 generator. Due to the damage of the tissue pad, it is possible a metal to metal contact and could have resulted in an alert screen. Probable causes of the blade and tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.